Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and damage to the lens was observed. No device returned, only adm carton and iol loose inside a specimen container returned. Solution is dried on the iol. One haptic with a portion of optic area is broken/torn and not returned. The product investigation could not identify the root cause for the reported complaint "upon partial insertion, noted a small tear on the lens where the haptic meets body" as only the lens was returned. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The device was not returned. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported stating the lens was opened and partially inserted into the patient's eye when the doctor noticed a small tear on the lens where the haptic meets the body. Upon removal the lens did tear further. They had a portion of the lens that could be returned, but there was a small piece that ripped off and was not found and there was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).